Event description:
The hospital reported that during a coronary artery bypass graft surgery, the heartstring device did not deploy properly when the surgeon deployed the seal into the aortotomy. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital

Manufacturer narrative:
Investigation results: the visual inspection revealed that delivery device was outside of the loader device with the plunger depressed. The entire seal subassembly was missing. Evidence of blood contamination was inside the delivery tube and the delivery device. Based upon these findings and the available physical evidence, the complaint that the seal failed to deploy could not be confirmed. A lot history record review was completed for the product and there was no non-conformance associated with the lot number. (B) (4).